Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the cfb image failure. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb. In addition, we confirmed that the ccd module fluid damage, the light guide cable coating damage, the segment compressed, the angle wire play, the control body corroded, the bending rubber leak, the objective lens unit scratched, the lg prong top dirty, and the insertion flexible tube (ift) worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.